Event description:
The customer was performing maintenance on the alinity c processing module. When performing flushes and checking for leaks, splashing from the r1 syringe tubing occurred. The customer is unsure if she was splashed on her face. She was wearing a lab coat and gloves but no face shield. No injury or treatment was reported due to the splash exposure.

Manufacturer narrative:
Additional information in section h4 - device mfg date. The customer was splashed when the tbg, syringe valve to syringe, r1 on the alinity c, serial number (B)(6), disconnected unexpectedly when the module was flushing. The tbg, syringe valve to syringe, r1 was replaced, and the issue was resolved. An instrument service history review for (B)(6) revealed no additional service or complaint issues of splashing from instrument parts. A review of tracking and trending of the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the tbg, syringe valve to syringe, r1 did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or tbg, syringe valve to syringe, r1 was identified.

Event description:
The customer was performing maintenance on the alinity c processing module. When performing flushes and checking for leaks, splashing from the r1 syringe tubing occurred. The customer is unsure if she was splashed on her face. She was wearing a lab coat and gloves but no face shield. No injury or treatment was reported due to the splash exposure.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.